Manufacturer narrative:
(B)(4). Method: the complaint 900iw130e neopuff resuscitator was not returned to fisher & paykel healthcare (B)(4) for evaluation however a photograph of the subject neopuff was provided by the customer. Our investigation is thus based on the photograph provided by the customer, our knowledge of the product and previous investigations into similar complaints. Results: inspection of the photograph provided confirmed that the gas outlet port was broken as reported, however the gas inlet port did not appear to be broken. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to an infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to damage, for instance when accidentally dropped or subjected to considerable external force. The physical damage observed was most likely due to impact to the subject neopuff unit. The neopuff technical manual states the following: "dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient.". Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected.

Event description:
A hospital in (B)(6) reported that the gas inlet and gas outlet port of the 900iw130e neopuff infant resuscitator were broken. There was no patient consequence.